Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would not be returned for analysis. Subsequent information revealed that the device is available for evaluation. Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the wholey wire broke. No other information was provided; however, no patient effects were reported.

Manufacturer narrative:
(B)(4): correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. Manufacturing site - correction. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.